Event description:
Professional nurse identified safety syringe for insulin packaging labeled differently than the syringe itself. Specifically the packaging described "safety syringe 3/10 ml" or 30 units and the syringe was labeled with 50 units on the barrel. This was discovered in 4 syringes of a shipment of 500. The distributor/vendor was notified immediately.